Event description:
It was discovered that this cardiac resynchronization therapy defibrillator (crt-d) was unable to be interrogated. No magnet response was found. Currently, this crt-d remains in service and no adverse patient effects were reported.